Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 6cm diameter abdominal aortic aneurysm. The current proximal aortic neck diameter measures 21mm and distal measures 23mm. It was reported that on an annual follow up CT scan, the bifurcate had migrated 13mm below the lowest renal artery and a proximal type I endoleak was observed. An endurant 28x14x100 cuff was implanted resolving the event. The physician does not know the cause of the event and believes the graft which had "slipped" down was not due to disease progression or neck dilation. No additional clinical sequelae were reported and the patient is fine.